Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During deployment the right atrial disc took on a bulging shape. A wiggle test was performed and the delivery sheath was gently pressed, causing the disc to flatten but did not completely return to its original shape. The user believed the tension from the delivery cable caused the bulging shape and releasing the occluder from the delivery cable would return it back to its original shape. Upon releasing the occluder from the delivery cable, the right disc took on a bulging shape once more. A pigtail catheter was used to gently press the disc and flatten it slightly. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicates that the device was implanted even though the device was deformed during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, "warning: do not advance the dilator and delivery sheath if resistance is felt.¿ ¿if the occluder does not conform to its original shape, recapture the device and replace it with a new device.¿ in this case, the physician decided to leave the device implanted which it deviates from the instructions for use. However, it was unable to determine if it contributed to the reported device deformity.